Manufacturer narrative:
Final analysis found that the pulse generator exhibited no output or telemetry. Battery depletion also occurred due a high current drain which was caused by a shorted capacitor. After replacing the capacitor, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the pulse generator reached end of service (eos) on (B)(6), 2010 and reached elective replacement indicator (eri) on (B)(6), 2010. The device's battery voltage was less than 2.1 volts and current drain was 11 ua. The device was explanted.